Event description:
It was reported that cardiosave hybrid, type g plug intra-aortic balloon pump (iabp) had auto fill error with any balloon during routine check by customer. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer before use that cardiosave intra aortic balloon pump (iabp) had auto fill error. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, b8, d10, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, health effect impact codes, investigation conclusions), h11 corrected fields: g2 a getinge fse evaluated the unit and found that when running the drive manifold test, vacuum leak status was failing. The most likely cause due to drive manifold. Fse replace manifold and issue was resolved.